Event description:
Reporter alleged obtaining the results of 71 mg/dl, 257 mg/dl, 71 mg/dl and 178 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 79 mg/dl and 283 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.